Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator is constantly restarting. The customer reported the device was not in use on patient.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19sep2018. The field service engineer (fse) replaced the ac inlet , battery, power supply, air filter, fan filter, power management pcab to address the reported issue.